Event description:
It was reported that the customer had high blood glucose levels of 184 mg/dl. The customer reported that the insulin pump had a crack around the insulin pump. It was reported that there was a crack on the battery compartment of the insulin pump where parts were missing. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Findings: pump received with minor scratched display window. Unit received cracked case at display window corner. Unit received with broken battery tube threads. Pump received with cracked reservoir tube lip. Pump received with cracked reservoir tube. Pump received with cracked reservoir tube window.(B)(4)